Manufacturer narrative:
Complaint evaluation: the customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a damaged front panel. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that this was a malfunction of the front panel. The front panel was replaced to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the front panel has broken buttons. There was no patient involvement.